Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument arm did not move freely. The procedure was converted to laparoscopic surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information. Patient ports were placed and the issue was noted while docking to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument arm was not free to move, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported problem and replaced the patient side manipulator (psm) to resolve it. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. The psm has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to instrument arm not freely moving. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the customer reported complaint during sine cycle. The complaint regarding the non-intuitive motion along insertion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.